Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.